Event description:
The user facility reported sheared coating and deformation on the single use guidewire device. Follow up communication with the user facility reported the following information: when performing enbd, it was very difficult to withdraw the guidewire. When the device was finally withdrawn from the patient, the tip became deformed like a coil. Further investigation confirmed that a core wire was exposed due to shearing of the coating layer. No known impact to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been deformed into a loop-shape on the distal segment to approximately 30 mm from the distal end. The ptfe coating was found to have been sheared off the outer surface of the wire on approximately 75 -2900 mm from the distal end of the shaft. Magnifying inspection of the loop-like deformity found that the unique gloss the guide wire presents had disappeared on the outer surface partially. Magnifying inspection found that shearing of the ptfe on approximately 75 - 2900 mm had been generated longitudinally in the two directions (proximal and distal directions). Partial exposure of the core wire was also noted. Electron microscopic inspection of the loop-like deformity found the generation of some abrasions. The kink resistance was determined on the undamaged segment and confirmed to meet manufacturer specifications. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. The adhesive strength of the ptfe coating to the core wire was determined and verified to be equivalent to that of the current product sample. Several tests to reproduce the defect was conducted. A current product visiglide guidewire sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. The forceps elevator on the endoscope was raised while a guide wire was inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record or the product release decision control sheet. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information. From the investigation result, it is likely that the distal end of the actual sample was trapped in the device used in combination with the actual sample. From the available information, however, the definitive cause was not determined. As a cause of the loop-like deformation, the below assumptions can be inferred. From the available information, however, the definitive cause was not determined. The distal end of the actual sample was trapped by the device used in combination with the actual sample and in this state, the actual sample was subjected to further pulling and pushing manipulations. By this the distal end of the actual sample was deformed and became stuck. Additional pulling and pushing manipulations to release the sticking led the actual sample to be deformed into the loop-shape. Repetitive abrasions caused the actual sample to be deformed into a loop-shape. The actual sample was subjected to torque forces in the state of the distal end being trapped. This led the distal end to be deformed into a loop shape. The potential for such an event is addressed in the instruction for user with statements such as the following: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).